Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell and landed on his ipg site. On (B)(6) 2016, the patient's ipg site was examined by his doctor and redness, swelling, and drainage was found at the ipg site. As a result, the doctor removed only the outside stiches, cleaned, and redressed the wound. The patient was also placed on oral antibiotics. The following day, the patient went to the emergency room. The patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's scs system was explanted on (B)(6) 2016. The patient's wound has healed and she was given intravenous antibiotics and a PICC line to use at home to address the infection. The patient will be monitored in the meantime to ensure the infection has resolved.